Event description:
It was reported that guide wire tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified tibial vessel. The 300cm, 8cm v-18 control wire guide wire was advanced to the target lesion. However the tip of the guide wire was detached and was retrieved using a retrieval device. A 300 cm victory 14 guide wire was selected but the tech had extreme difficulty removing the device from the hoop. The procedure was completed with another v18 guide wire. No patient complications were reported and the patient's status was very good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).